Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported a check lines and bags alarm. The used sample was not returned to baxter for evaluation. Per the report, the patient did not have the bag connected and was in prime. Patient was confused with what supply line went where. The root cause was determined to be user error. This review found the labeling adequate for the user error in the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime, the hp was not connected. The baxter technical service representative (tsr) had the hp cycle power and start the setup over. The hp asked which lines he connected the bags to. The hp had a difficult time connecting the bags. The tsr tried to explain to the hp that the bag on the heater goes to the line with the red clamp and the second bag the hp stated connected to the line with the white clamp. The hp sounded very confused. The hp stated he had the lines on the floor and was trying to find which line to connect. The tsr advised the hp if the lines were on the floor he should start over with new supplies. The hp put the phone down and then could not find the phone. The tsr heard the hp yelling out where is my phone. The hp dropped the phone several times and the tsr had to call the hp back. The tsr asked the hp for the number of to his peritoneal dialysis registered nurse (pd rn). The hp stated he did not have it and that he needed to rest for ten minutes and would call back. The tsr advised the hp not to do therapy until he had assistance with setup. The hp then disconnected the call. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on 04 jan 2011 regarding the reported problem. The home patient (hp) hp has continued therapy. No injury or medical intervention was reported as a result of this incident.